Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not functioning when the ac power supply was used. The device was only working on the battery.